Event description:
A customer called beckman coulter regarding a false positive tbhcg test result that upon initial investigation caused a patient to undergo surgery. - the falsely elevated tbhcg result was 40,776 miu/ml. The tbhcg sample was collected in 2003 in the emergency room [ER]. - the falsely elevated result was reported to the physician. The next day, the patient was scheduled for surgery based on the falsely elevated tbhcg result. - the customer indicated that the surgery was scheduled because the patient was believed to have an ectopic pregnancy. - prior to the surgery, an ultrasound was performed on the patient and the result was negative [no intrauterine pregnancy]. No repeat tbhcg was ordered at this time. - when the sample was retested four days later, the patient tbhcg result was 0.66 miu/ml. - the customer indicated that they believed that there was some sort of pre-operative lab error that resulted in this surgery. The initial diagnosis of ectopic pregnancy was not confirmed during surgery. - the patient was discharged from the hospital in 11/03.